Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Event description:
The product was evaluated. An external visual inspection was performed and failed due to usb connector damage. Pictures were taken. Receiver charge and boot tests were performed and failed due to usb connector damage. Functional tests were not performed due to usb connector damage. An alarm/alert manual test not performed usb connector damage. An internal visual inspection was performed and failed due to moisture damage. Pictures were taken. The speaker and vibrator resistances were not measured due to usb connector damage. Performance data was not reviewed due to usb connector damage. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).